Event description:
On may 16, 2011, the sales representative/reporter contacted lifescan from (B)(6) alleging that a one touch verio pro meter had read inaccurately high compared to another meter. However, no meter reading(s) or lab result(s) were provided or documented. Lifescan cannot confirm any inaccuracy from the data provided. The reporter did not allege any harm or injury because of the reported issue. The subject test strips were returned to lifescan and evaluated by product analysis on 5/25/2011 with the following findings: the test strips were tested with control solution and failed high. In addition, a secondary issue was found where "er4" was observed with control solution performance testing. At this time, the meter has not been returned to lifescan for evaluation. Based on the information provided, this complaint is being reported due to the following conclusion: the subject test strips failed control solution testing high and "er4" was also observed. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
PMA: 510 (k) # is k093745.